Manufacturer narrative:
Urinary incontinence was reported. The ams 800 device was visually and microscopically examined. No leak was found. The control pump was functionally tested, and performed within product specifications. The balloon was not functionally tested as original pressure is unknown. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event (incontinence) is included as potential adverse events within product labeling.

Event description:
It was reported that a request for warranty was sent for a patient to have his ams 800 artificial urinary sphincter device replaced due to recurring incontinence. The cuff is not closing sufficiently confirmed by uteroscopy and the patient remains incontinent. No patient complications were reported in relation with this event.